Event description:
The customer reported that during use of this pressure sensing sheath with arthroscopic pump and tubing set, the pt developed swelling from the knee extending to the groin, which was not observed until the end of the procedure. The customer also reported that the pressure sensing sheath was noted to be bent prior to use, and during the procedure, the pump pressure reading reached 200mmhg; which prompted exchange of the tubing set for another to complete the procedure. Following the procedure, a standard compression dressing was applied to the area of swelling and the pt was transferred to recovery. In recovery, the pt's circulation was adequate as noted in palpation of this pedal pulses, and the swelling resolved resulting in discharge of the pt the same day.

Manufacturer narrative:
To date, conmed linvatec has not received this pressure sensing sheath for evaluation. A f/u report will be submitted upon receipt of the device and completion of an evaluation. The pump and tubing sets in use at the time of this event were received for evaluation on 05/15/2009. During testing, the concomitant irrigation pump operated with no discrepancies. Further evaluation of the pump found the linear slide motor and vacuum motor to be weak, which was unrelated to the reported problem. An evaluation of the concomitant tubing sets found both to operate to MFR specifications.